Event description:
Hill-rom received a report from a hill-rom technician stating the head wouldn't go down when CPR was pressed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve was. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the CPR valve to resolve the issue. Based on this information, no further action is required.